Event description:
Per the clinic, the patient experienced intermittency with the device. Reprogramming, hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted under general anesthesia on (B)(6) 2024 and the patient was reimplanted with a new device during the same surgery.